Event description:
Event description guidant received information that this implantable pacemaker (ipm), implanted for 5.8 months, was exhibiting an error code on the zoom programmer upon initial communication. Two different zoom programmers were tried, with the error repeated. The device was pacing at 100 ppm with magnet application and was sensing appropriately. The patient had recently undergone radiation therapy for lung cancer; however, the device had been interrogated and programmed successfully following radiation treatment. The device was replaced without incident and returned for analysis.